Event description:
The patient was scheduled for activation of the genio system on (B)(6) 2026. The nyxoah field technical engineer was informed by the treating hospital that the patient will not attend the visit because on (B)(6) 2026 the patient underwent surgery to treat a subcutaneous abscess. Nyxoah was not informed of this event until being contacted by the hospital on (B)(6) 2026, so the integrity of the implantable stimulator could not be assessed. According to the available information, the abscess was subcutaneous and no muscle layer was damaged or opened to drain the abscess.

Manufacturer narrative:
Updates to b4, b5, d3, d4, g1

Event description:
The patient was scheduled for activation of the genio system on (B)(6) 2026. The nyxoah field technical engineer was informed by the treating hospital that the patient will not attend the visit because on (B)(6) 2026 the patient underwent surgery to treat a subcutaneous abscess. Nyxoah was not informed of this event until being contacted by the hospital on (B)(6) 2026, so the integrity of the implantable stimulator could not be assessed. According to the available information, the abscess was subcutaneous and no muscle layer was damaged or opened to drain the abscess. It is important to note the implantable device in this complaint file is not distributed in the united states.